Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found the metal clicker of the device was broken off. The broken piece was not returned. Functional testing noted that the device's jaw opening and closing mechanism was functioning properly. The metal clicker on the device was broken and detached from the device. The device's usage data was reviewed and it was identified the device had 600+ initiated seals. The clicker tab failure was most likely due to extensive use of the device. A large number of cycles tend to fatigue the clicker. The device's knife blade advanced and retracted properly. The device was detected when plugged into generator and activated multiple times on a saline soaked gauze pad with satisfactory results. It was reported that a component disengaged. The reported issue was confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a pd surgery, a 4 millimeter metal part was discovered. Another handpiece was used with the same generator and it worked fine. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: unknown generat, unknown generator (serial#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic pancreaticoduodenectomy surgery, a 4 millimeter metal part was discovered. It fell into patient's cavity but was able to be retrieved with no additional interventions such as x-ray. Another handpiece was used with the same generator and it worked fine. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.